Event description:
It was reported that the 9800 system had fast stop error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb, gib boards and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)